Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the power cord was melted and shorted out the electricity. A boston scientific company representative verified that once the patient unplugged the communicator, all the other electronics returned to normal. The company representative confirmed that no person was hurt. The patient was advised to keep the cellular adapter. The communicator and the power cord was replaced and a return label was sent. The communicator was deactivated. No adverse patient effects were reported.